Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact observed the pump basal rate changed to 0.0 units. Tandem technical support (cts) reviewed pump data and a low power alarm (alarm 12) was identified. There was no reported impact to customer's blood glucose. Although multiple attempts were made by cts to obtain additional information, customer did not reply.